Manufacturer narrative:
Review of the device manufacturing record history. Review of device manufacturing record history confirmed device met pre-release specifications.

Event description:
On (B) (6) 2010, patient was implanted with a gore propaten vascular graft in a right leg, above-knee bypass procedure. On (B) (6) 2010, a thrombectomy was performed.